Event description:
A titan operating table moved without intention into the trendelenburg position. This occurred at the beginning of the case. The staff moved the pt onto a mattress on the floor. There was not pt injury reported. The users did not make an attempt to unplug the remote or press a button to stop the movement. The remote control was reported by the facility to have a damaged trendelenburg button. The incident occurred in denmark. This product is currently under a corrective action recall. The end customer had not yet received the recall notice from their local dealer.

Manufacturer narrative:
Trumpf has requested return of the remote, however, the end user has fixed the remote by replacing the membrane and will not be returning the remote for eval.